Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 38 x 3.50 promus premier drug-eluting stent was deployed. A proximal stent edge dissection was observed. The dissection was covered with another promus premier stent and the procedure was completed without any patient complications.